Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed. One unpackaged ar-2324kbcsp serial/batch (B)(6), was received for investigation. Functional test of the driver outer sleeve and the inner member molded swivelock found that the devices thread smoothly. No problem found. Visual inspection identified that the device was returned for evaluation with the eyelet broken/damaged/deformed. Per customer product line checklist, was an instrument used to prepare the bone socket for insertion of the implant? If yes, provide instrument information in the comment field. Comment: bone was prepared after the eyelet broke and a 5.5mm punch was used. Was the bone quality of the patient provided? If so, please describe in the comment field. Commets; hard bone. The most likely causes are improper bone prep, misaligned insertion, prying, and/or leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/27/2023, it was reported by a sales representative via email that an ar-2324kbcsp sp swivelock eyelet broke during a lateral row insertion. This was discovered during an rcr procedure on 10/27/2023. No additional information was reported. Additional information received on 10/30/2023: the swivelock eyelet broke during insertion, and all the fragments were retrieved. The case was completed successfully with an ar-2324kbcc biocomposite knotless swivelock. The case was not delayed, and no additional anesthesia was required. Per the sales representative, the patient suffered no negative effects or damage due to device breakage on or after the surgery.